Event description:
In this study, the aim was to compare the safety and cost-effectiveness of the lapfoe technique (combined low approach femoral venous puncture, pre-dilation with a femoral artery sheath core, and figure-of-eight suture) with double-proglide technique and manual compression after cryoballoon ablation for atrial fibrillation with uninterrupted oral anticoagulants. Adverse effects potentially related to the proglide device included: rebleeding and manual compression. It was concluded that this study suggested that the application of the lapfoe technique during cryoballoon ablation with an uninterrupted oac was safe and cost-effective and had clinical benefits in lowering the occurrence of any groin complications, shortening the total electrophysiology laboratory time and hospital stay after the procedure, and reducing hospital cost. Details are listed in the article, titled "comparative outcomes of manual compression, double-proglide and the lapfoe technique following cryoballoon atrial fibrillation ablation with uninterrupted oral anticoagulants".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. The reported patient effect of hemorrhage is listed in the perclose proglide instructions for use (eifu), as potential adverse events of use of the device. A conclusive cause for any reported patient effects, and the relationship to the product, if any, cannot be determined. Treatments are related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event is estimated. D4: the UDI is not known as the part and lot number were not provided. Literature attachment: article title: "comparative outcomes of manual compression, double-proglide and the lapfoe technique following cryoballoon atrial fibrillation ablation with uninterrupted oral anticoagulants".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the case information, a conclusive cause for the reported patient effect of hemorrhage and the relationship to the product, if any, cannot be determined. Based on the information reported through the research article, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. H11: correction additional mfg narrative: revised.